Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt wants to know if "there is any way to cut off the vibrations" and clarified they mean get pain relief and not feel stimulation. Patient says that they went through a 7 day trial and it stopped the pain completely, and the only place they felt it was in the middle of their back where they had the electrodes. They said the trial was great because it stopped the pain completely and they didn't feel the stimulation. Pt says that with the permanent implant, they had it turned on 2 weeks after the implant and ever since then they said they feel "vibrating all the time and its driving me crazy". Patient is not getting any pain relief whatsoever, "at the most maybe 10 percent tops and I am having a hard time sleeping because of the vibrating". Pt says they told a rep about this a week after it started and "they put a different program in that isn't vibrating as bad but it makes the pain worse, I have phantom pains and this is only helping maybe 10 percent". Pt says they don't think rep knows how to change the stimulation to where they don't feel it and didn't know, they seemed really new so they wanted to check. Pt says rep was on vacation and put a call in to a different rep who was covering and will wait to hear back from them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the manufacturer representative reported that the patient had been originally programmed at sub -perception but was trying to decide if he wanted to feel the stimulation. During reprogramming the patient thought that tonic stimulation was the best solution. The patient was then reprogrammed with neurosense to prevent further instances of overstimulation. The device was functioning appropriately and the patient can feel stimulation when desired and turn it down if no perception is desired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.